Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device (a) was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, a cartridge pan was found lodged inside the channel; it was removed from the channel. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastrectomy procedure, the first device was stuck on tissues. Manual override was initiated. No harm to patient. Second device could no load reload. Device jammed. Reload would not fit. No harm to patient. Non- powered device pulled to complete the procedure. There were no adverse consequences for the patient.